Event description:
It was reported that a patient presented to the clinic with palpitations. Interrogation of the device revealed high threshold and impedance measurements. Fluoroscopy revealed lead externalization on the lead. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of impedance and capture threshold anomaly was confirmed in the laboratory via programmer printouts. Testing was performed and the device was found to be normal. No device anomaly was found. Therefore, the cause of the field reported events of an impedance and capture threshold anomalies remain undetermined.